Event description:
Surgeon informed surgical staff that robotic hook instrument malfunctioned during use at approx. 0900. Instrument was examined under video because he was docked on the robot and in the patient¿s abdomen. Plastic around the instrument lip was cracked. Instrument was stuck in port and surgeon had to remove the broken pieces in order to remove the instrument. All pieces were visible were removed from abdominal cavity. Surgeon inspected the cavity thoroughly and found no additional pieces. Instrument was inspected by surgical tech, nurse and surgeon and realized that there were a few plastic pieces missing. Charge nurse, and educator was informed at 0910. X-rays were ordered at end of case and no pieces seen.